Event description:
The customer reported being hospitalized due to low blood glucose of 49 mg/dl. The customer was experiencing unexplained low blood glucose for the past month. The customer stated that her meter had not been calibrating properly. The customer stated that her glucose read 258 mg/dl, and when she woke up in the morning her blood glucose meter read 910 mg/dl. The customer stated that the paramedics were called and her glucose reading was 39 mg/dl. Then the customer was rushed to the hospital. The customer's most recent glucose reading was 158 mg/dl, and the treated her with glucose tablets. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir has the same amount of insulin that the status screen shows. During the call it was found that the customer was in her (B)(6) of pregnancy. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.